Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000162664.

Event description:
It was reported that patient experienced ineffective therapy with both scs and drg systems. As a result, surgical intervention may be undertaken to address the issue. It is unknown which scs lead is impacted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.